Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory; analysis confirmed that there was no lead allegation and visual inspection revealed that the left ventricular lead appeared to be normal.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The lead was surgically explanted and is no longer in service. No additional adverse patient effects were reported.